Event description:
The account alleges that the head section has unintentional movement upward anytime any other function is activated. No injuries were reported.

Manufacturer narrative:
The account determined that it was not cost effective to repair this device. The device was removed from service and scrapped out. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.